Manufacturer narrative:
The device was received for evaluation. During visual inspection, solution was observed leaking inside the zip lock bag; however, no obvious defect could be easily identified to the device. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified. The cause was due to a manufacturing supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center port. This event was discovered before patient use. There was no patient involvement. No additional information is available.